Event description:
The device was used during a hysterectomy procedure. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.